Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The issue was found during a therapeutic, transurethral resection procedure. The case was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device displayed error code e433 due to a faulty generator board. Furthermore, the following additional issues were identified during inspection: a missing upgrade label, and minor scratches and dings on the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the error e433 occurred due to a defective generator board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.